Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h4, h6: part: sd800.420. Lot: 7499p36. Manufacturing site: mezzovico. Release to warehouse date: 22 august 2023. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. The product was not returned to depuy synthes for evaluation. The r&d team conducted an investigation based off the case records and complaint documentation. Per the complaint description, the psi case files and communication were reviewed. The investigation included an end-to-end process review of the documentation and forms along with the surgeon complaint report and the received details on the case. Only the received images intra-operative were reviewed. The implant design was completed and verified as per the depuy synthes design instructions and roles. After the surgeon reviewed the design and approved it (with his signature), the device was produced and inspected according to process and released upon acceptable quality inspection. The marking template provided by materialise, appears to not have a perpendicular edge to the patient bone as defined in materialise design guide. This should be investigated by materialise regarding the root cause as the angle of the edge of the guide has a direct impact on the created defect where the psi will be placed. When defects are created with guides such as this, it is important to control the defect size to ensure proper fit of the psi. Based on the information, images and documents reviewed no implant design was identified which has contributed or is the root cause to the intra operative situation. Therefore, this depuy synthes design investigation regarding the implant is closed as not valid regarding a design related root cause. As a part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the psi sd800.420 peek implant. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in netherlands as follows: it was reported that on (B)(6) 2023, during a cmf surgery it was noticed that the plate does not fit the skull, possibly due to the drill guides. This report involves one (1) psi sd800.420 peek implant. This is report 1 of 1 for (B)(4).